Manufacturer narrative:
(B)(4). The er320 device was returned in good visual condition with a clip in th jaws; the clip was removed in order to measure jaws width and they were found to be within acceptable limits. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, retained and formed two conforming clips; the device was cycled and in the next actuations no clips were fed. The lockout mechanism could not be tested due to the condition of the device. In order to evaluate the condition of the internal components, the device was disassembled; upon disassembling, no anomalies that affect the functionality of the device were noted. No conclusion could be reached as to what may have cause the feeding issue. No incident related to the reported event was observed during the batch record review. Video review indicates the potential cause for the er320 malformed clips were the result of excessive downward pressure being placed on the device jaws and clips during the firing some of the firing attempts.

Event description:
It was reported that during a laparoscopic "kese" procedure, the clip does not come in normal forms after shooting. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.